Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The reason for reoperation was rupture. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striation on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool and missing shell due to inconclusive.

Event description:
Health professional reported right side rupture. Device has been explanted.